Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly.

Event description:
The customer's wife stated that there was moisture beneath the display and the buttons were unresponsive. The reported blood glucose reading was 87 mg/dl. Nothing further was reported.